Event description:
It was reported that the pt experienced a confirmed motor stall, noted in the event logs, on (B)(6) 2010. There was no motor stall recovery recorded. Reprogramming of the device was performed on (B)(6) 2010, in an attempt to get the pump restarted. There was still no motor stall recovery seen. No info was provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).